Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2013 at 21:06:18. During night drain cycle six, the patient's ultrafiltration reading was 1676ml, indicating the home patient (hp) drained 1676ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was a false empty detect and use error, inappropriate bypass of the low drain volume (ldv) alarm, not including the initial drain. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the ldv alarm. A review of the label for the product family will be conducted. If any additional relevant information is received, a supplemental report will be submitted.